Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6882590 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical study. Same case as MFR #6000089-2007-00133. It was reported that post index procedure, the patient died. The index procedure treated a de novo lesion in the proximal right coronary artery (rca). The lesion was 3 mm wide, 34 mm long and 90% stenosed. There was moderate calcification. The physician predilated the lesion prior to placing a 3.0 x 12 mm taxus express2 stent, as well as a 3.0 x 32 mm taxus express2 stent in overlapping fashion. The stents overlapped by 2 mm. Post dilatation stenosis was 0%. The patient received angiomax, aspirin, and plavix during the procedure. The patient was discharged one day later, on aspirin and plavix. Six hundred and twenty five days later, the patient died due to stroke, pneumonia and quadriplegia. No autopsy was completed. In the opinion of the physician, the death was not related to the target vessel.